Event description:
Customer reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 220 mg/dl (aviva) and 500 mg/dl (hospital meter). Hospital visit was a routine doctor's appointment. Customer was given insulin (amount not provided) based upon the reading on the hospital meter. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.